Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received a sensor scan result of 42 mg/dl and self-treated with orange juice and his "regular insulin". No symptoms were reported, but customer was seen at a hospital and a glucose result of 454 mg/dl was obtained on the hcp meter. Customer was treated with an injection of insulin (dose/type unknown) and before release, a reading of 172 mg/dl was obtained on the hcp meter. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section device mfg date has been updated based on the product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received a sensor scan result of 42 mg/dl and self-treated with orange juice and his "regular insulin". No symptoms were reported, but customer was seen at a hospital and a glucose result of 454 mg/dl was obtained on the hcp meter. Customer was treated with an injection of insulin (dose/type unknown) and before release, a reading of 172 mg/dl was obtained on the hcp meter. No further treatment was reported. There was no report of death or permanent injury associated with this event.